Event description:
Pt had bilateral silicone breast implants placed in 1981. After partial mastectomies, pt had problems including asymmetry and grade IV capsular contractures. Recent mammogram showed probable rupture of one or both implants. Upon removal the left implant was found to be ruptured and the right implant intact. Right implant is labelled "corning".